Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) due to imprecise results obtained. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the dilution pump syringe and secondary (bottom) valve. The cse replaced the integrated multisensor technology (imt) module. The cse calibrated several times and ran dilution check and results were precise. The cse ran quality controls (qc), resulting as expected. The cse followed up with the customer at a later date and confirmed qc and test results were within ranges. The cause of the discordant sodium (na) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl 200 instrument. The result was reported to a nurse, who questioned it. The sample was repeated on the same instrument, resulting higher. The discordant result caused the customer to do a look back and repeat other low patient results. The customer identified an additional low result which upon repeat resulted higher. The initial low discordant result had been reported to the physician(s). It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.